Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) during pd treatment. The patient reported receiving a patient line is blocked alarm during drain 0 of 4 and reported having pain while draining. The patient¿s treatment data was reviewed and the iipv was confirmed. The patient¿s largest drain volume of 1903ml is 211% of the patient¿s largest fill volume during the treatment, 903ml. The patient was bypassed into fill 1. Upon follow up with the pdrn it was reported that they were unaware of the alleged overfill. The pdrn indicated that the patient¿s prescription recently changed and they have increased the fill volume, however, the patient is not happy with the changes and has been non-compliant with prescribed treatment. Pdrn stated that they have not been updated on how the patient is completing their pd treatment. The pdrn says she is unaware of any symptoms or aes the patient has experienced since they have not spoken with the patient. The patient has unplugged her modem and the pdrn is unable to confirm the treatment details. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 2000ml.